Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the ar-613-65 broke during insertion during a tka procedure. The rep reported the device did not break into discrete pieces. The case was completed successfully by using another tray.